Event description:
It was reported to covidien on (B)(6) /2012, that a customer had an issue with a dental needle. The customer states that a pt was being injected with this monoject needle and on the third injection the needle became loose and implanted into the pt's cheek. The pt is being seen by an oral surgeon to see what further procedures need to be done to remove the needle.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.